Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 2.5 therapies for ultrafiltration. On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center and stated that he experienced peritoneal cloudy effluent. On an unreported date in (B)(6) 2011, the patient experienced abdominal pain. On (B)(6) 2011, the patient was diagnosed with peritonitis, manifested as cloudy effluence and abdominal pain, hospitalized and began remedial treatment with a peritoneal lavage and unspecified antibiotic therapy. The cause of the peritonitis was not reported. On (B)(6) 2011, the event of peritonitis resolved. Extraneal viaflex and dianeal-n pd4 2.5 therapies were ongoing, with doses unchanged. The nurse stated the event of peritonitis was not related to extraneal viaflex or dianeal-n pd4 2.5 therapies because she suspected that the event was caused by infection from exit site. No additional information was provided.